Event description:
The customer reported obtaining erroneous ise (ion selective electrodes) patient results which include sodium (na), potassium (k) and chloride (cl) with negative anion gap (agap) patient results, involving the au480 chemistry analyzer. The erroneous results were not reported outside of the laboratory. . There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) assisted the customer troubleshoot the instrument over the phone. The fse recommended customer perform enhance maintenance and replace ise (ion selective electrode) tubing. The customer performed maintenance and replaced all ise tubing's which resolved the issue. No further issue was noted after replacing tubing. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is case (B)(4).